Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen became unresponsive. Reportedly, customer had elevated blood glucose levels (411 mg/dl). Customer reverted to manual injections to stabilize blood glucose levels and for continued insulin therapy. Customer delivered a 25 unit manual injection which caused their blood glucose level to lower (25 mg/dl). Customer drank soda to stabilize blood glucose levels.